Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via the submitted log file and was reproduced. A review of the controller event log files spanned approximately 5 days ((B)(6) 2023 ¿ (B)(6) 2023 per time stamp). On (B)(6) 2023 at 22:25:49, a controller fault alarm activated due to an lcd_com fault. The alarm lasted through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. During evaluation of the returned system controller, serial (B)(6) , a controller fault alarm activated after performing a system controller self-test. The lcd bitmap software on the system controller was then reloaded, resolving the issue. The controller then passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the lcd bitmap software becoming corrupted was unable to be determined through this analysis. The device history records were reviewed were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including controller fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced several low flow alarms followed by a controller fault alarm. Log file analysis captured controller fault events due to an lcd communication issue; the controller was exchanged.